Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device upgrade procedure when analyzing the leads with the programmer and pacemaker system analyzer, the right atrial lead exhibited signs of loss of capture. An insulation anomaly was noted in the proximal area. The lead was capped and replaced. The patient was fine prior, during and post procedure.